Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 62 mg/dl and thought it was due to the morning pump settings needed to be adjusted. Glucose tablets were consumed to resolve the low bg. The customer had disconnected from the pump and an altitude alarm was received when the pump was sitting on a dresser. After approximately 2.5 hours, the alarm cleared. The bg was 203 mg/dl.